Event description:
There was no reported patient impact associated with this complaint. On (B)(6) 2012, the patient contacted animas alleging that the pump would not power on. The patient reported that the week prior while vacationing in (B)(6) he went into the ocean with the pump. While sunbathing on the beach, the patient reported that he heard the pump beep and then there was no power to the pump. The patient stated he started on back-up plan right away. At the time of troubleshooting, the patient reported moisture behind the lcd screen and mentioned that the seal below the lcd screen appeared "bubbled up."

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned for investigation with visible moisture in the display lens. On examination, the case was noted to be cracked near the infra-red window. On testing, the pump failed to power on which prevented functionality testing. A leak test was performed and revealed leaking confirmed when the pump cover was removed and visible moisture was noted inside the pump.